Event description:
It was reported that medfusion 4000 pump, keypad doesn't work/top case cracked. No patient injury reported.

Event description:
Additional information received, incident did not occurred while in use with a patient. No adverse event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, the top case was chipped front corners. Upon inspection, replaced all plastic parts of the plunger head. Replaced clutch half's left and right with leadscrew and spring as preventative measure. Updated motor mount and replaced worm coupling and gear along with it. Replaced bottom case for seal damage. Performed function and delivery tests. The reported problem was due to the plug of the main board for the keypad was contaminated.